Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported having no access to sound with the cochlear implant. No accident was reported.

Event description:
The explanted device was received at med-el headquarters on 06/17/2015. The patient was reimplanted on (B)(6) 2015. According to information on the device explantation report: 'no contact with implant whatsoever since (B)(6) 2015. Diagnosis not possible".

Manufacturer narrative:
The device was explanted and was returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.